Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an im nail of the tibia while passing through the proximal reamer over the guidewire, the guidewire was bent. This caused reamer to disengaged to hex on the shaft which was twisted the head of the reamer shaft. The reamer exploded into pieces inside the canal. All pieces were retrieved from the patient. Upon inspection of the flexible shaft, it was damaged while trying to fit into the modular reamer heads twisted around one another. This report is for one (1) 8.5mm medullary reamer head. This is report 3 of 3 for complaint (B)(4).